Manufacturer narrative:
Block b5 has been updated with additional information received on (B)(6) 2020. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 3270 captures the reportable event of stent first flange failed to expand. Block h10: according to the complainant, the suspect device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the distal flange could not open. Upon removal of the stent from the scope, the flange opened when outside of the patient. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2019*** it was reported that two axios stents were used during the same procedure. Refer to manufacturer report # 3005099803-2020-00207 and 3005099803-2020-00208 for the associated device information. Reportedly, the hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst. According to the complainant, during the procedure, resistance was encountered during the attempted deployment. The first flange failed to expand after being deployed. The device was removed from the patient with the stent still partially deployed on the delivery system.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 10, 2020 that a hot axios stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the distal flange could not open. Upon removal of the stent from the scope, the flange opened when outside of the patient. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.